Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. Functional testing could not duplicate the complaint. The investigation found no issues with the device delivery. The pump was tested and was found to be functioning properly and delivering within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action will be taken.

Event description:
It was reported that ¿service - calibration volume difference is more than 7.5% - fixpreis" there was unknown patient involvement and unknown patient harm/adverse event reported. It was reported that no further information is available